Manufacturer narrative:
(B)(4). Date sent: (B)(6) 2016. Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a laparoscopic bullectomy, the doctor felt that the trigger of the first device was caught with something at firing and then, the deployed clip was malformed. After that, the same event occurred again in the second device though a nurse was able to fire the device out of the patient at the first firing without problems. The devices were used around the lung. The doctor decided not to use devices which had the same lot # as the first and second devices. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Additional information: batch # = m92w3d. The analysis results found that the el5ml device was returned in good visual condition. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed (B)(4) conforming clips. In order to confirm the clips were within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation. In addition the device locked out as intended. The reported event could not be confirmed as no malformed clips were noted during functional testing. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.